Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 2.50 mm x 20.00mm device. A visual, tactile and microscopic examination was performed. The device was received in two sections as a result of a break in the distal extrusion. The break was located in the midshaft at 26.5cm from distal tip. The break is consistent with excessive tensile force having been applied to the shaft. The extrusion shaft was severely stretched at the break location. The guidewire, used in the procedure, was received inserted through the tip and wire lumen along with a snare device which was resting on the balloon. Both the snare and guidewire could be removed from the agent device. A visual and tactile examination identified multiple kinks along the hypotube. Device analysis confirmed the complaint allegation.

Event description:
It was reported that shaft break occurred. The target lesion was 75% to 90% stenosed, moderately tortuous and severely calcified long lesion. A 2.50 mm x 20.00 mm agent balloon was selected for the procedure. During the procedure, balloon was advanced to target lesion with some resistance. Balloon was inflated through the segment of left circumflex artery (lcx) distal in sequence from the distal to proximal side. After dilation, when retracting the balloon, catheter shaft detached/separated at shaft joint. Detached fragment was recovered using a microsnare, and was completely removed outside the body. Procedure was completed using this device and no patient injury was reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was 75% to 90% stenosed, moderately tortuous and severely calcified long lesion. A 2.50 mm x 20.00 mm agent balloon was selected for the procedure. During the procedure, balloon was advanced to target lesion with some resistance. Balloon was inflated through the segment of left circumflex artery (lcx) distal in sequence from the distal to proximal side. After dilation, when retracting the balloon, catheter shaft detached/separated at shaft joint. Detached fragment was recovered using a microsnare, and was completely removed outside the body. Procedure was completed using this device and no patient injury was reported.